Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, two episodes of non-sustained rv oversensing were observed due to intermittent post-sensed t-wave oversensing. The patient was asymptomatic. Programming changes were made and further testing was recommended.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicated that the intermittent atrial undersensing resulting in pseudo fusion created another instance of post-sense t-wave oversensing episodes. Programming changes were recommended. The event was observed through remote transmission, and the patient was asymptomatic.

Event description:
New information received indicated that additional post-sensed t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes and further testing were recommended.